Event description:
It was reported that this pacemaker was found in safety mode. Technical services (ts) referred the patient to the clinic for data verification. The device remains in service. No adverse patient effects were reported.